Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient had not reported any jolting since (B)(6) and the ins was activated. The rep reported that there were high impedances on 4, 9, 10, 12, 13 and 15. The patient stated their pain was 40% better but the setting was utilizing 9,10 and 15 in use. The rep set a new hd setting utilizing 6 & 7 contacts. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient stated that their stimulation jolted him approximately 6 months prior and has not been used. The battery was discharged. The rep was unable to work with the device on the day that they met. The patient was able to get 8 coupling boxes. The patient was to recharge and will follow-up at their next appointment on (B)(6) 2017. The issue was not resolved at the time. No further complications were reported or anticipated.